Manufacturer narrative:
Device evaluated by MFR: examination of the returned balloon catheter identified two pinholes in the balloon. A scratch measuring approximately 1mm was also evident of the balloon material. No other damage was evident along the device. The micro catheter was not received for analysis. An 0.035inch wire was passed through the balloon catheter with no resistance noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter was punctured and a balloon rupture occurred. The patient was undergoing an aorto-iliac subintimal recanalization using an offroad re-entry system. The balloon was positioned and inflated in the subintimal space. While attempting to re-enter the true lumen with the lancet, the neck of the catheter was punctured and the balloon was ruptured. The device remained in the subintimal space of the aorta. The procedure was not completed. There were no patient complications reported. This product is only ous approved but it is similar to an approved u.s. Device.

Event description:
It was reported that the catheter was punctured and a balloon rupture occurred. The patient was undergoing an aorto-iliac subintimal recanalization using an offroad re-entry system. The balloon was positioned and inflated in the subintimal space. While attempting to re-enter the true lumen with the lancet, the neck of the catheter was punctured and the balloon was ruptured. The device remained in the subintimal space of the aorta. The procedure was not completed. There were no patient complications reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).